Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the fenestrated bipolar forceps had a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken conductor wire within the bipolar yaw pulley between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found at the yaw pulley. Components adjacent to the broken wire do not show damage. An additional observation related to the customer reported complaint: the instrument was found to have charring and localized melting at the yaw pulley. The instrument failed the electrical continuity test.